Event description:
It was reported bd nexiva¿ diffusics¿ closed IV catheter system had damaged tubing. The following information was provided by the initial reporter: "...extension tubing broken below purple diffusics identifier. Nurse was unable to administer medication.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd nexiva¿ diffusics¿ closed IV catheter system had damaged tubing. The following information was provided by the initial reporter: "...extension tubing broken below purple diffusics identifier. Nurse was unable to administer medication.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 1/14/2022. H6: investigation: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. Root cause could not be determined during the sample evaluation. Bd could not perform a full investigation to determine the manufacturing root cause since no lot/batch number was supplied.

Event description:
It was reported bd nexiva¿ diffusics¿ closed IV catheter system had damaged tubing. The following information was provided by the initial reporter: "...extension tubing broken below purple diffusics identifier. Nurse was unable to administer medication.